Event description:
The customer called for help with his contour meter. He performed 2 control tests during the call and rec'd results of 224 and 23 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The customer refused to provide any reagent info or return product.